Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained a previous investigation found a preliminary risk assessment meeting was conducted on december 18, 2013, (B)(4). Health hazard evaluation process meeting was conducted on january 22, 2014, (B)(4). The previous investigation determined the root cause is that the surgeon was not well informed of the technique and the risks associated with using a breakaway guide pin. A voluntary device correction was issued on march 28, 2014 to inform us distributors and us surgeon users about the possibility of the pin breaking and potentially being left in the patient. Information regarding the affected instrument's use was added to the global apg+ surgical technique, global steptech surgical technique, and the delta xtend reverse shoulder system surgical technique. The technical points that were added to the surgical techniques: -the grooves on the 2.5mm breakaway guide pin are exclusively used for the breakaway feature and are not intended to indicate the depth to which the pin should be inserted. -the pin is designed to break at the grooves. Be aware that it may break unintentionally if subjected to too much bending force. -after use of the guide pin is complete, confirm that all sections (totaling the full length of the original, unbroken pin) have been removed. CAPA (B)(4) was initiated on february 17, 2014. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Following the initial trial reduction, with trial components, the doctor decided to ream the glenoid further. During this process, the break-away pin, which had already been bent and broken off, was advanced into the patient where it was unretrievable. The doctor chose to leave the guide pin the in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.